Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the sensor's electrode was not present. The sensor was inserted yesterday. The blood glucose was 67 mg/dl at the time of the incident. The sensor will not be returned for analysis.